Event description:
Failing user verification test biomed doing pre-check and reported to carefusion technical support that the "internal battery was not charging" and requested a service call. Not on patient.

Manufacturer narrative:
A field service call request was generated, but as of 05/04/2015 has not yet occurred. Should the alleged faulty component be evaluated, a follow-up medwatch report will be submitted.